Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the bent/broken video connector pin(s) could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use, the video system center did not display an image. The pins on the video card were bent upward, causing no image. The issue was reported before cases started, and there were no patents or staff involved with any delays. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The unit had a broken connector pin. An additional issue with the recommended update to software version 3.10 was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.